Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic duodenal switch procedure, the surgeon noticed a piece of green plastic sitting just proximal to the staple line apex post firing. The surgeon commented that it must have broken off the reload. Patient reported to be stable; no patient effect; one-minute delay in surgery.

Manufacturer narrative:
(B)(4). Additional information received: the product specialist has advised that the fragment has remained in situ.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what attempts were made to remove the green piece from the patient? Tried to capture with grasper and remove. Were the attempts successful? No, fragment was left implanted on patient. Were there any staple formation issues notes? No. Was the staple line complete on both sides of the cut line? Yes. What is the current patient status? No issues. Photographic analysis: one picture is blurry, the tissue or the staple line are not easily identified. The other picture shows tissue cut and a staple line, in addition seems to be a green piece of material over the tissue, just proximal to the staple line. Based on the photo evidence, the reported event can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.

Manufacturer narrative:
(B)(4). Batch # n5472v. The analysis results showed that one gst60g cartridge reload was received. The reload was received fully fired and with the cartridge deck damaged. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.